Event description:
Device malfunction: none. Symptoms/ae: death. Time of death: 24 days after the procedure. It was reported that 24 days post an uneventful left internal carotid artery stenting procedure, the patient had a major stroke, developed aspiration pneumonia and died. There was no treatment provided. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke and death are known possible adverse events associated with the use of carotid stents as stated in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.